Event description:
A facility reported leakage of a hakim valve. The valve was implanted in (B)(6) 2019 and leakage was observed on (B)(6) 2021. The patient had insomnia and headaches next to the valve and along the cervical pathway. The valve was implanted for a bypass of peritoneal cyst on temporopolar arachnoid cyst.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The valve was returned for evaluation: DHR - no anomalies occurred during the manufacturing process. Failure analysis - the valve was visually inspected; a needle hole was noted. The valve passed the tests for programming, occlusion, reflux and pressure. The valve was leak tested: only leaked from the needle hole in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to a catheter leakage (no catheters were returned), at the time of investigation no leakage issues were noted with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported leakage of a hakim valve. The valve was implanted in (B)(6) 2019 and leakage was observed on (B)(6) 2021. The patient had insomnia and headaches next to the valve and along the cervical pathway. The valve was implanted for a bypass of peritoneal cyst on temporopolar arachnoid cyst.